Event description:
It was reported that the pt received a fitmore hip stem b, size 7 on (B)(6) 2013, "the surgeon broached to size b7. Upon final impaction of b7 stem, proximal femur fractured requiring removal of implant and placement of cable around femur."

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).